Event description:
It was reported that during a percutaneous intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous, severely calcified left main coronary artery (lmca) to the left anterior descending (lad) artery. The physician advanced a 4.0 x 15mm nc quantum apex balloon catheter to post dilate the lesion, inflated to 10 atm, the balloon ruptured. The procedure was completed with a different device. No complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).